Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis (iol was implanted). The reported complaint cannot be confirmed. A manufacturing record review was performed; no related non-conformity report (ncr) was generated during the manufacturing process. The units were manufactured and released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that hazy vitreous and retinal hemorrhage which looked like endophthalmitis occurred in the eye of a female patient after an intraocular lens, model ar40e, was implanted. The patient was sent to the another hospital. The diagnostic outcome was no infectious endopthalmitis. No further information was provided.